Manufacturer narrative:
The device was discarded by the user facility and not available for return to the manufacturer for analysis. Therefore, the reported issue cannot be confirmed. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the patient presented with left sphenoid wing meningioma. Planned pre-op embolization with use of scepter-mini and liquid embolic. A guide catheter was taken into the left external carotid artery and through this platform a scepter-mini system was delivered to the tumor via the left middle meningeal artery successfully. Three vials of liquid embolic material used for embolization of the tumor via the left meningeal artery successfully. Subsequently noted that there was a small rupture of the lesion. Cta performed and no significant blood noted in scan. Patient underwent subsequent neurosurgery and has been discharged from hospital and is understood to be well. Additional information was received indicating this interventional procedure was a planned /elective pre-surgical embolization of a meningioma. It is unclear if the small rupture was associated with the scepter -mini and/or liquid embolic .